Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign material in air/water channel and air/ water cylinder. Based on the results of the investigation, a probable root cause for a b30 scope communication error could not be identified. The probable root cause for foreign material in air/water channel and air/ water cylinder is a known inherent risk of device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had scope communication error b30. There were no reports of patient harm.